Manufacturer narrative:
Information not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an intramedullary nail of a tibia surgery on (B)(6) 2016. During the procedure, a blocking screw was set in place prior to the reaming process. While the surgeon was trying to navigate past the block, the reamer head hit the screw block and the head and shaft broke. The fragments landed in the patient's bone and were not able to be retrieved. No surgical delay was reported. The procedure was completed by completing the reaming process with the next size up reamer. This is report 1 of 2 for (B)(4).